Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
[Surgeon] reports patient, a status post right total hip done on (B)(6) 2019 now has a periprosthetic fracture around the femoral component and he would like to revise to a restoration modular hip. The surgery was performed per restoration modular surgical technique. 3 cables were applied. Surgery was performed without incident. Update (B)(6) 2019: as reported in how was issue noticed: "patient unable to walk, complaints of pain". A size 6 accolade ii stem and 36 +7.5 biolox ceramic head were revised to a restoration modular stem construct and 36 +0 biolox ceramic head.